Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 observed vls errors. Fse replaced tubes going through valves vl33, 57, & 67, primary needle assembly and vent lines. Fse then ran multiple patient samples, qc and reproducibility and did not observed any more vls errors. During bec discussion with customer regarding the event, the customer admitted it is possible that she typed in the wrong sample ID. Per labeling, risk of incorrect identification. Before saving identification information, check that you typed the information properly. A clear root cause for the incorrect demographics is unknown, but could be attributed to the operator inadvertently manually entering the wrong sample ID.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that incorrect demographics were printed on specimen analyzed on manual (secondary) mode on the coulter lh750 hematology analyzer. The customer reported that the specimen prior to this one was analyzed in primary mode and gave a vls (vent line sensor) error. The customer ran a different sample in the manual mode, but the print out showed the ID of the primary sample. Printouts showed sample ID (B)(6) with demographics matching (B)(6) ((B)(6) male, (B)(6)) appeared on the manual mode sample. Customer stated she entered sample ID as (B)(6) ((B)(6) male, (B)(6)). Mismatched results were reported outside the laboratory. Samples were subsequently repeated showing the correct ID and correct results were reported out of the lab. There was no death, injury or change to patient treatment associated with this event.